Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the defibrillator presented with early battery depletion. The defibrillator was removed and replaced. The left ventricular lead showed no capture, high, unstable and un-measurable thresholds due to positioning/fixation difficulties. The lead was capped and replaced. There were no patient complications reported as a result of this event.